Manufacturer narrative:
H3 other text : device not returned to the manufacture.

Event description:
The manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. Additionally, an apnea alarm was also reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.